Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the controller screen displayed a "system problem" rm04 message. The patient reported that since they got the device they have been having trouble with charging the ins. It was reported that during the last charging session it took forever to find the device. The patient reported that the night prior to the report, the ins would not charge and could not get the ins to start in the back. The reported that they were using the device again and it showed rm04. No patient complications have been reported because of this event.